Event description:
It was reported that 46 bd saf-t-intima catheter systems experienced foreign matter contamination. The following information was provided by the initial reporter: the head nurse of the day ward reported that when the product was opened for inspection, a jelly-like foreign object was found on the needle tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jan-2023. H6: investigation summary bd received 3 samples and 3 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon visual inspection of the samples. Visual examination showed that excess medical grade silicone from our lubrication process was found on the tip of the catheter. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 46 bd saf-t-intima catheter systems experienced foreign matter contamination. The following information was provided by the initial reporter: the head nurse of the day ward reported that when the product was opened for inspection, a jelly-like foreign object was found on the needle tip.